Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the anterior tibial artery with heavy calcification. A command guide wire was advanced to the target lesion. Then the first 2.0 x 200 mm armada balloon dilatation catheter (bdc), lot # 9070241, was advancing onto the guide wire, however resistance was felt because the bdc had a distal shaft kink. The kink was observed prior to the bdc entering the patient. The bdc was removed and the procedure continued with a new armada bdc. The second armada bdc, lot # 8101641, was advanced with the same guide wire. The balloon was successfully used to complete pre-dilatation. However, during retraction of the bdc, blood was observed in the indeflator. The bdc was removed and a slice across the balloon was noted with contrast leaking from the balloon. A third armada bdc was successfully used to complete the procedure. The target lesion was treated, and the patient is stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the balloon interacted with the heavy calcification during pre-dilation and removal of the device causing the reported torn balloon and leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.